Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. The angiographic record was reviewed and did not confirm the event description as it was reported to medtronic. The angiographic record showed the first valve dislodged from the annulus upon deployment with no frame loop entanglement. The dislodgement may have been due to a high implant, though cannot be confirmed, as the user did not align the projection to be perpendicular to the corevalve inflow/native annulus. This may indicate that the user could not accurately determine the deployment depth and if the valve was slightly high, release of the tension may have caused the valve to move. The film did show several maneuvers of the dcs which may indicate the user suspected there was an entanglement and attempted to release the frame loop, though they were both released. The valve was snared further into the ascending aorta with no adverse effects reported. A second valve was deployed with residual trace to mild regurgitation and the cine review did show a frame loop entanglement of less than one minute that was resolved by the user correctly following the IFU technique to push slightly forward. Following discussion with the physician, the medtronic field representative reported that the conclusion of the cine review summary was correct: the valve frame loops were free of the delivery catheter system (dcs) tabs following valve deployment and frame loop entanglement did not occur with this dcs and the associated valve. The conclusion of the investigation of this incident confirms that there was an error in initial field reports and that this was not a case of a valve placement/deployment anomaly due to frame loop entanglement with the delivery catheter system during device implant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the frame hooks would not release from the delivery catheter system (dcs). The physician attempted the troubleshooting techniques per the instructions for use (IFU), and the valve was moved into the ascending aorta. A second valve was successfully implanted in the aortic annulus. No adverse patient effects were reported. Both valves remain implanted.